Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the pump black box data showed a cs 218 alarm occurring due normal battery wear; no evidence of short battery life was observed. During a visual inspection of the pump, the battery compartment and battery cap were observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found to printed circuit board. Unrelated to the complaint, investigation revealed that the display was dim and discolored.